Manufacturer narrative:
(B)(4).

Event description:
It was reported that significant extension of surgical time occured due to difficulty to remove the femoral impactor intraoperatively. Severity was deemed as mild and outcome as resolved. No adverse patient outcome was reported.